Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during priming, the centrifugal pump decoupled from the motor and air was sucked into pumping compartment. The user facility reported that the pump was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device and is still investigating this issue. A follow-up report will be submitted when more info becomes available. (B)(4).